Manufacturer narrative:
Evaluation summary: the analysis results showed that the device arrived in good visual condition and with a cartridge loaded in the device. The cartridge was received void of staples. The device was tested for functionality with a test cartridge and it fired and formed all the staples as intended. The device fired without any difficulties and the staples were noted to have a proper b-formation.

Event description:
It was reported that during a sigmoid resection procedure, the device staples did not form a complete b. The stool leaked into the abdomen. This was notice prior to closing. The stapleline was oversewed to complete the case.